Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) african american female patient underwent a revision breast augmentation with two mentor memorygel breast implant prostheses (right: 500cc, left:450cc) and experienced bilateral anisomastia (drooping bilaterally) and right-sided rupture and capsular contracture (unknown grade) postoperatively. The diagnosis was confirmed based on physical examination. Due to the right-sided capsular contracture and bilateral anisomastia, the patient underwent removal and replacement with unspecified sientra breast implants on (B)(6) 2021. Upon explantation, the right-sided device was found to be ruptured. This report is for the left-sided prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: anisomastia. Manufacturer¿s reference number: (B)(4).